Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a crack on the pump and a piece of the pump was missing. Customer's blood glucose was 9.1 mmol/l. Customer had an issue with the battery cap area and the down arrow button was sticking. Customer was advised to monitor the pump.